Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3.0x38 mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion. The sds was inflated and the stent was deployed; however, a dissection occurred. There was no interaction of devices. The dissection was covered, but the site declined to share how the dissection was covered. No other device/procedural issues were noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.